Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been to the doctor due to high blood glucose level of 378 mg/dl. The customer reported that they treated high blood glucose level with insulin pump. The customer reported that they were not feeling so fine due to high blood glucose level. The customer declined troubleshooting for high blood glucose level. The insulin pump will not return and the sensor will return for analysis.